Manufacturer narrative:
UDI - (B)(4). It was reported that the device would be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that auto release did not work on the perforator and the injury to the dura occurred during use. Dura matter reconstruction was performed. The product was used after re-sterilization. It was unknown whether the hole step and bone pad were formed. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The perforator was visually inspected. No anomalies were found, other than the product label being missing. Functional testing was then performed. A series of holes were drilled without issue. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.